Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, m/l knob was unable to respond. As a result, the sleeve was unable to curve and straighten. The clip was replaced with another device to complete the procedure. The mr was reduced to grade 1-2 post procedure. There was no clinically significant delay or adverse patient effects.

Event description:
N/a.

Manufacturer narrative:
In this case, the returned device analysis was unable to confirm the reported physical resistance/sticking of the m-knob and positioning failures associated with inability to curve and straighten the sleeve upon applying the m knob. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaints from the lot. All available information was investigated and based on information provided and the results of the returned device analysis (unable to confirm the reported issues), a cause for the reported m-knob resistance and positioning failure associated with inability to curve and straighten the sleeve upon applying the m knob cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.